Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r57z8p. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/16. In addition the one piece sled was noted to be not properly assembled. No functional test was performed due the condition of the reload. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the sled, it is possible that the damaged was due to an improper handling of the reload. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present and loaded correctly. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the right hemicolectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.